Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead dislodgement. After confirmation that the helix had advanced on fluoroscopy and when the catheter was pulled, the helix was then dislodged. An attempt was made to retract the helix; however, the helix was not able to retract. Moreover, an observation was noted that the helix was bent and could not be retracted. Furthermore, the patient experienced infection. This rv lead was replaced and not implant. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead dislodgement. After confirmation that the helix had advanced on fluoroscopy and when the catheter was pulled, the helix was then dislodged. An attempt was made to retract the helix; however, the helix was not able to retract. Moreover, an observation was noted that the helix was bent and could not be retracted. Furthermore, the patient experienced infection. This rv lead was replaced and not implanted. No additional adverse patient effects were reported. Additional information was received from the representative indicating that the patient had an infection before the implantation procedure. However, the attempted rv lead and newly implanted system were not involved in causing the contamination or infection. In addition, this was the first implantation of the patient, meaning no prior system had been implanted.